Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation results: CT images dated (B)(6) 2018 were received by gore from the facility and an imaging evaluation was performed. Centerline reconstruction illustrated what appeared to be 14mm of proximal seal. There appeared to be contrast pooling outside of the device in the proximal neck area, consistent with a proximal type ia endoleak. Axial image illustrated contrast pooling in the aneurysmal sac. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2018, a computed tomography (CT) scan reportedly revealed a suspected proximal type I endoleak contributing to aneurysm growth (amount not reported). On (B)(6) 2018, a follow-up angiograph was performed. The physician reportedly concluded the endoleak was a type ii from two lumbar pairs and a possible small accessory renal artery. He elected to forgo any intervention, and has referred the patient to interventional radiology for translumbar approach embolization.